Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case at a display window corner, a broken reservoir tube lip, minor scratches on the display window, cracked belt clip slot, missing end cap sticker, a detached end cap and cracked battery tube threads.

Event description:
The customer reported that the bottom part of the insulin pump fell apart. Customer stated last fall there was ER visit because of high blood glucose and it was maybe due to bent cannula. Customer's blood glucose was unknown. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.